Manufacturer narrative:
Concomitant products: 694758 lead implanted (B)(6) 2003; dtba1d1 crtd implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation (af). The ra lead was reprogrammed and since then has exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.